Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician confirmed no intervention or further patient complications occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have experienced arrhythmias because their implantable pulse generator (ipg) was programmed "incorrectly". The patient also reported one of the pacing leads was "turned off" and that they were having problems since implant. The settings have been adjusted. The ipg and lead remains in use. No further patient complications have been reported as a result of this event.